Event description:
A tandem mobi cartridge alarm was reported by the caller during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, remaining within normal range. The caller was instructed by technical support to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. However, the caller was unable to reload the original cartridge and resume insulin therapy but declined assistance in loading a new cartridge before the call was dropped due to an internet issue.